Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient had a pump exchanged due to suspected thrombus.